Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of the device image indicated that the backup vvi was due to a power-on reset. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reset could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that when the patient presented in clinic for a routine follow up, the device was found to be in backup vvi due to a power on reset. The patient received a vibratory alert. The patient had recently received external cardioversion for afib and experienced a syncopal episode. The device was explanted and replaced, and the patient was in good condition following the procedure.